Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
The partial distal portion of the lead was received for analysis. It was noted that the outer insulation abrasion was consistent with friction to device can, which could have contributed to the reported noise problem.